Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were trying to adjust the stimulation because they were having some issues because the weather changed today. Patient said they felt it was working too much, so they wanted to decrease the number. Patient then said the screen went to please wait and wouldn't go off. Patient service specialist asked, patient did not have the recharger plugged in. Patient plugged in the recharger and reported the screen stayed on please wait. Patient unplugged and plugged recharger back in, but the screen did not change. Agent assisted patient with resetting the controller, after resetting the controller and confirmed there was no damage inside the battery compartment. Patient was able to connect to the implant and increase the stimulation. The troubleshooting steps that were taken on the call resolved the issue.